Event description:
Customer was hospitalized with high blood glucose levels. Customer received a no delivery alarm during priming. Customer's father stated that he finished the prime, but used the same set and reservoir. The pump showed 5 boluses that were not programmed and the pump was disconnected. Explained to customer's father the rule of changing the infusion set after two consecutive high blood sugar readings.